Event description:
It was reported that the patient received several shocks overnight when the nursing home neglected to provide her medication. The patient was taken to the ER the next morning. The device was in backup vvi mode and multiple charges were noted. The patient was admitted and the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis of the device's image found that the device performed multiple hv charges and delivered therapies within a short period of time, resulting in the low battery voltage and backup vvi mode.

Event description:
It was reported that during an unspecified procedure a balloon pinhole was noted. The 90% stenosed lesion was located in a severely tortuous left common iliac artery. It was noted that contrast media was leaking from the wanda 3.0-20, 80 balloon and a pinhole was found. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to a marketed us device.